Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer wears the pump against the skin. Tandem technical support advised the customer to avoid abrupt temperature changes with the pump.